Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2018-01263, 1627487-2018-01505: follow up information identified that patient was prescribed antibiotics and the issue has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2018-01263, 1627487-2018-01505: it was reported the patient¿s entire scs system was removed due to a (B)(6) infection. The patient also experienced nausea, diarrhea, and itching from head to toe. The site of the infection is unknown.